Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered via the pump to address the bg level. As the customer had changed their supplies when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.